Event description:
On (B)(6) 2013, the reporter stated that the pt was hospitalized for liver disease on a regular basis. On (B)(6) 2013, the doctor used bd catheter for infusion therapy, inserting to the back of the hand. Considering that the pts' blood vessel condition was vulnerable, the doctor didn't push the whole catheter in. No abnormality occurred in the infusion process, and also no sign of liquid leakage was identified. On (B)(6) 2013, during the infusion, the nurse found that liquid leakage appear at the dressing. The nurse pulled out the catheter immediately and only half of the catheter came out, this part was the catheter outside the blood vessel which was stuck to the dressing. The other half was not found in the dressing. Pt took the x-ray from the sternum and the missing catheter was not seen, but there was not a full body scan conducted. Pt was still in the hospital for liver disease treatment, there was no other adverse event and no additional information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.